Event description:
Procedure: hernia repair. Reportedly, the surgeon was doing a laparoscopic hernia repair. The surgeon used the instrument the first time and it worked well. The nurse went to reload the device and the new shaft would not fit on the handle. They tried three other shafts and another handle. The surgical technician stated that inside of the shafts did not look the same as the one they removed. They did not have any other laparoscopic instruments they could use to finish the case. The surgeon converted to an open surgical hernia repair to complete the procedure.